Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented with intermittent ventricular undersensing that was noted on a stored high ventricular rate egm via follow-up remote. Programming changes were discussed. No further information available.